Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings: during visual inspection of the pump, it was observed that there was no line through the display screen therefore the investigation could not duplicate the initial complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.